Event description:
It was reported that they saw would not turn off. It is unknown at this time if there was patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The investigation is ongoing. This report will be updated if the results require.